Event description:
It was reported that during an in-clinic follow-up, high defibrillation impedance was noted on the right ventricular (rv) lead. The lead was explanted and replaced. During the procedure, after implanting the new rv lead, it was noted that the high defibrillation impedance issue reoccurred. The implantable cardioverter defibrillator (ICD) was then explanted and replaced, resolving the issue. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead had dislodged and exhibited high pacing impedance, an unspecified capture issue and high capture thresholds. The implantable cardioverter defibrillator (ICD) exhibited episodes of noise, intermittent capture and high capture thresholds.

Manufacturer narrative:
The reported event of high voltage lead impedance anomaly was confirmed. The cause of the anomaly was determined to be due to the trim corruption within the bluetooth circuitry (ble). Additionally, high current from the ble was detected during the analysis. The cause of the high current draw could not be conclusively determined. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.